Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer entered a bolus and received the alarm. Customer's blood glucose level was 110 mg/dl. Customer's call was dropped. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.